Event description:
It was reported that the patient was experiencing undesired sensation. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. Product will not be returned due to no rep being present at that case.